Manufacturer narrative:
This report is submitted on august 07, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient also underwent a revision surgery under general anesthesia on (B)(6) 2023 for device repositioning and rotational locoregional scalp flap closure. The implanted device remains. This report is submitted on october 25, 2023.